Manufacturer narrative:
The investigation for the reported hemolysis has been completed. According to the clinical, during the first day of impella cp support the patient's urine was extremely hemolyzed with a pink/red color. Following suction alarms, it was then discovered that the cp inlet cage was against the mitral valve. Upon transfer to the ICU, the impella was found to be unlocked and was accidentally pulled back into the aorta. Following a successful repositioning, the patients urinary output was still hemolyzed and the family of the patient decided to withdraw care. No product was returned for a visual inspection. Data log analysis confirmed positioning issues with suction alarms. The most likely cause of the hemolysis was improper positioning. The most likely cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient on bipella support experienced hemolysis. The impella rp was in good position with no alarms, so the impella cp was likely the culprit of the hemolysis due to positioning issue. The medical doctor chose to try fluids first instead of repositioning due to the patient being on bipella support. The impella cp was also dislodged upon transferring to the intensive care unit (ICU) bed from the table which could have also caused hemolysis prior to foley insertion and suction alarms in the ICU. The patient also coded with cardiopulmonary resuscitation for 45 minutes with the impella cp in place prior to the impella rp being inserted which could also contributed to hemolysis.